Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an episode of non-sustained vt with undersensing of r-waves was observed. No changes were made and the patient will continue to be monitored.